Event description:
An olympus field service representative reported to olympus that the emergency lamp indicator was blinking while the main lamp lights were up at the same time on the visera elite xenon light source. The issue was found during preparation for use in a therapeutic functional endoscopic sinus surgery (fess). The procedure was able to be completed using the same device as the emergency lamp was still working. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The emergency lamp was faulty. There were minor scratches on the housing, corrosion on the back panel and rust on the chassis. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by an emergency light failure. However, the specific cause of the emergency light failure was not established at this time. Olympus will continue to monitor field performance for this device.